Event description:
Pt in cardiac care unit was receiving a dosage of 100mg morphine via IV pump, which was set to deliver at 5cc per hour. New IV bag was hung at 1030 hours; however, at 1230 hours on the same day, pump alarmed that air was in the line, suggesting an empty bag. The settings on the IV were reviewed by two rn's. The pump was set to deliver 5cc per hour, but the volume actually infused appeared to be all 100mg in the bag. The reading on the pump showed 23cc delivered, which cannot be correct, since it reads in 5cc increments. The physician was notified of the overinfusion and the pt was assessed. No adverse effect was noted in pt.